Event description:
It was reported that the right ventricular (rv) lead was noted with chronically high capture thresholds. The lead remains in use. No patient complications have been reported as a result of this event.